Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. Follow-up #1: the pump was evaluated by product analysis on (B)(4) 2012 with the following results: black box shows two "no cartridge detected" alarm on the reported failure date. During the "load" step, pump was unable to detect the cartridge and testing was unable to take force sensor calibration reading. The pump was opened and inspected; a shifted analog component of the force sensor circuit was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient disconnected from the pump to try and clear a loss of prime alarm, and during the rewind/load/prime sequence the pump emptied the cartridge and emitted a "no cartridge detected" warning. The reporter confirmed that the patient was disconnected from the pump during the reported incident. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.